Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex biliary fully covered rmv stent was used to treat ampullary cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, it was noticed that the distal end of the stent was unraveled. It was decided to remove the stent with a snare. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.